Manufacturer narrative:
Additional information was received that the patient developed the thoracic surgical wound infection following the explant procedure previously reported (MFR report #: 3006630150-2016-03142). No devices were involved in this event.

Event description:
A report was received that the patient experienced a thoracic surgical wound infection. The patient underwent a procedure wherein the mid thoracic spinal cord stimulator wound was incised and drained. The patient was administered medication and the event has resolved. The event was assessed as being related to the procedure and not related to the device.

Event description:
A report was received that the patient experienced a thoracic surgical wound infection. The patient underwent a procedure wherein the mid thoracic spinal cord stimulator wound was incised and drained. The patient was administered medication and the event has resolved. The event was assessed as being related to the procedure and not related to the device.